Event description:
It was reported that pump experienced malfunction alarm with malfunction code displayed. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, and successfully completed reset without recurrence of malfunction, and customer was advised to continue using pump and to call back if issue occurred again.